Event description:
Boston scientific received information from the health care professional (hcp) that the patient¿s cardiac resynchronization therapy defibrillator (crt-d) seemed not to be working. The patient was having episodes of ventricular tachycardia lasting for several beats and then self-terminating. The patient was to be admitted to the hospital. Attempts to obtain additional information were unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.